Manufacturer narrative:
Complaint statement (B)(4): no samples were provided by the customer. No pictures were provided by the customer. No material number was provided by the customer. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined.

Event description:
Customer states there is platelet clumping in edta tubes.